Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that left ventricular lead exhibited high capture thresholds. It was noted that the patient likely twiddled the device and caused the lead to back out of the target vein it had been in. The lead was explanted and replaced. The patient was in stable condition.